Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, line a of the pump was programmed to deliver an unspecified IV fluid, line b was programmed to deliver nitroglycerin 50mg/250ml, at a rate of 0.3 mcg/kg/min, line c was programmed to deliver neosynephrine 25mg/250ml, at a rate of 0.2mcg/kg/min, line d was programmed to deliver epinephrine 1mg/250ml, at a rate of 0.01 mcg/kg/min and the deliveries were started. At an unspecified time during the surgical procedure, the customer contact reported that the pt's blood pressure (bp) was "94/52 with the medications infusing." At 1430, it was reported that when the pt was coming off of bypass, the pump alarmed with an unspecified error code and the deliveries stopped. It was reported the pt's systolic bp decreased to an unspecified level the 80's mmhg. The pt was treated with "a couple of cc's of neosynephrine" and an unspecified volume of ephedrine. After an unspecified length of time, the pt's systolic bp increased to 112mmhg. The pump was removed from clinical service. Therapy was resumed with a replacement pump. The customer contact reported, "the alarm may have been due to a battery issue"; however, the pump was reportedly plugged into the ac power outlet at the time of the event. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).